Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, patient medical history, operative notes, device details and the explanted devices has been requested in order to progress with this investigation and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details for the explanted trinity head have been provided and the relevant device manufacturing records will be identified and reviewed. The device details for the explanted liner have been requested but not yet provided, upon receipt of these details, the device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event did not occur in the USA. Device not available for examination.

Event description:
Trinity revision of the liner and head after approximately 1 month due to infection.